Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 265 mg/dl while activating the pod. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site. As treatment for hyperglycemia, a manual injection of insulin was delivered.

Manufacturer narrative:
The device was received not deployed. Timeouts and a drive stall were observed in the download data. This caused first prime to end earlier than expected, resulting in the needle not deploying when intended. The needle not deploying resulted in a failure to not properly insert. During investigation, an extra hook switch spring was found lodged between the ratchet gear and the pcb. The device was attempted to reset and rerun but was unable to connect to the master pdm after multiple attempts. It could not be confirmed if the extra spring caused the drive stall and timeouts.